Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q4 2010 product performance report. Also, portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
To date, information suggests that this medical device was going to be returned to boston scientific. The investigation remains open at this time. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory april 2007 population product advisory initially communicated on 4/5/2007, reached end of life (eol) due to a charge time measurement of 30 seconds. The device had reached elective replacement inidctaor (eri) nearly a month prior. The boston scientific technical services consultant recommended immediate changeout. Decreased non-bsc right atrial (ra) lead pace impedance and loss of capture (loc) were also noted. The patient was confirmed as not atrial pace dependent. There were no adverse patient effects associated with these clinical observations.